Event description:
Patient was revised to address tibial osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.